Manufacturer narrative:
The lens was returned to b+l. Haptic thickness was slightly below specification. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the investigation the root cause of this event could not be determined.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that the lens was explanted approximately 3 months post-implant due to an asymmetric vault. Additional information has been requested, but no additional information has been received.